Event description:
The kit lost power and stopped working during the procedure. Had to use another kit.

Manufacturer narrative:
The microtip unit was not returned for evaluation. It is not possible to verify an assignable cause for the unit failure without evaluating the alleged complaint product. Insufficient information for a complete investigation. The DHR for lot 08113-04 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 08113-04. There were (B)(4) reported microtip unit failures from this lot. Lot 08113-04 has a failure rate of (B)(4).